Manufacturer narrative:
B3: day and month of event have been provided, year is unknown. Device evaluation: one device was returned for investigation. Visual inspection found labels are undamaged. Temper seal missing. The display lens is broken and the dso sensor seal has a bubble. Nothing found in error history log (ehl) about the customer stated problem. The complaint was not confirmed. Root cause was not established. The display lens and the dso seal have to be replaced. No further action taken. The device has not been in before for repair related to the customer stated problem, so the issue could not be related to ICU repairs.

Event description:
It was reported that ¿preventative maintenance started but the unit always detects air in the system and does not act as it should¿. No patient involvement and no harm/adverse event reported.